Manufacturer narrative:
This report is being filed on an international product list 6c37, that has a similar product distributed in the us, list 1l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6) architect (B)(6) on a patient who tested (B)(6) by other methods: roche electrochemiluminescence and pcr in real time (B)(6) rna (B)(6),log 10: 7.39. On (B)(6) 2016, the patient tested architect (B)(6) of (B)(6) with lot 62273li00. No impact to patient management was reported.

Manufacturer narrative:
The specimens in question are not available for investigation. Retained material of reagent lot 62273li00 was tested in a sensitivity setup. Results did not implicate that the sensitivity performance of the lot is negatively impacted and no false (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels with the lot detecting the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to historical data. Customer complaints were reviewed to determine if others have experienced the issue encountered at the customer facility. This review did not identify any problematic complaint activity that would indicate these products are performing contrary to claims. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it is determined that architect anti-hcv reagent lot number 62273li00 is currently meeting the safety, effectiveness, and label claims.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).